Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, sepsis and subsequently passed away. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient subsequently developed sepsis and passed away due to the event. The patient had not yet recovered from the peritonitis event prior to their death. It was reported that an autopsy was not performed. No additional information is available.